Event description:
The pt was implanted on 3/17/1998 with an itrel stimulator to treat chronic intractable pain (trunk/ limbs). The hcp reported the pt felt a very strong stimulation that jerked his arms and legs. The device was explanted on 03/9/1999 and returned to the MFR for analysis. The pt has not reported any further jerking of his arms and legs.